Event description:
It was reported that the e fail safe invalid had interruption. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was an e fail safe invalid interruption. Both seals were intact, the device is in good condition performed power up process, acu power strobe failure found in ehl several times. Unable to determine who caused the problem. No damage or contamination found in main pc board. Replaced main pc board as a preventive measure. Power up process and self test.